Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise leading to over-sensing. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.